Event description:
Patient had been admitted to day surgery unit (dsu) and was scheduled to have a gastroscopy for assessment of epigastric pain. Dsu nurse had started IV (lactated ringer's - no meds added) using IV set in question. During gastroscopy, procedure room nurse observed that the tubing had broken at upper y-site. Tubing immediately below the y-site had become disconnected from y-site. The case was finished without further incident.